Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-08777, 2017865-2021-08779. It was reported that patient passed on (B)(6) 2021 due to septic shock, congestive heart failure, cirrhosis, and coronary artery disease. It is unknown if the abbott implantable cardioverter defibrillator system caused or contributed to the patient's death.